Event description:
It was reported that a patient experienced a loss a therapeutic effect and a return of symptoms, stating she "wet herself." It was stated that the device "wasn't working," but the patient received stimulation. It was noted that the patient "couldn't go up higher" in stimulation "or else it hurt." It was stated that the patient was on program 2 at 4.0v and that the patient changed to that setting "the other day". It was reported that the patient was on that setting "a while back" and then it "kicked off somehow". The patient was unaware that the device was off and had a return of symptoms. It was stated that the patient "wet herself like crazy" for a "long time" before she realized the device was off and turned it back on. It was indicated that the patient used all of her programs. Further information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3093-28 lot# j0519400v, implanted: 2005 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).